Event description:
It was reported the pt's lead had migrated laterally so, it was replaced with a new one. No further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.